Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-03353. It was reported that effective therapy was never established from the patient's scs leads. In turn, surgical intervention was undertaken wherein both existing leads were explanted and replaced for a paddle lead to address the issue. Effective therapy was established post-operatively.